Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records were reviewed and indicate that the patient was revised a fourth time due to dislocation. Patient dislocated three days prior to revision and underwent a closed reduction. Xray confirmed locking ring to no longer be locked in place. During revision, poly debris noted within joint. No evidence of trunnionosis. Cup and stem well fixed. Noted swollen tissue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical devices: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown stem, lot #: unknown; item #: unknown, unknown cup, lot #: unknown; item #: 11377004, constraining ring, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02905, 0001822565 - 2020 - 02911.

Event description:
It was reported patient underwent right hip revision approximately ten years post implantation on due to pain and implant failure. The patient was revised again on twenty years later due to dislocation and recurrent instability. A third revision was performed twenty seven years post initial surgery due to displacement of the right hip prosthesis. Head and liner were removed and replaced. A fourth revision was performed on (B)(6) 2019 due to liner failure. The patient dislocated and underwent a closed reduction. Upon x-ray review, it was determined that the locking ring was loose. During revision surgery, it was discovered that the tabs on the liner had fractured. Head and liner were removed and replaced. No additional information is available.